Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. The patient previously had a surgery to implant an aus device after having a sling device implanted. A patient outcome was not reported.

Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. The patient previously had a surgery to implant an aus device after having a sling device implanted. A patient outcome was not reported.